Manufacturer narrative:
(B)(4). The inability to inflate the catheter can be affected by numerous factors including, but not limited to, damage to the catheter during manufacturing, a balloon rupture, damage to the shaft, inflation technique, interactions with other devices, lesion calcification and tortuosity or handling during removal of the device from the packaging and preparation for use. In this case, there was no report of any leaks or damage noted during preparation for use, which may indicate that a product deficiency did not contribute to the reported difficulty. The lesion was also mildly tortuous and heavily calcified, which may have contributed to the reported event. If the catheter became damaged at some point during the procedure from an interaction with other devices and/or the tortuous and calcified lesion, this could have contributed to the failure to inflate the device; however, this cannot be confirmed. Without the product to examine, a definitive cause for the reported difficulty cannot be determined. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All dilatation catheters are visually inspected and leak tested during manufacture. A sampling of units is also destructively tested to verify proper balloon inflation/deflation and balloon integrity/rated burst pressure (rbp).

Event description:
It was reported that during a procedure, the nc trek balloon catheter was positioned but the balloon could not inflate. The device was removed and outside the anatomy the balloon still could not be inflated. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. A second nc trek balloon catheter was used in the procedure without incident. Thought requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.